Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The consumer states that she has had a rash for 9 months and "she feels bad" after the 3.00x28 mm taxus express2 drug eluting was placed. She thought she would "feel good" after the stent placement and she does not. Three attempts to obtain additional information from the physician have been unsuccessful.

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was not returned and the stent remained in the patient. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.